Event description:
It was reported that the patient had a fractured ventricular lead due to subclavian crush. The lead was replaced. No patient complications have been reported as a result of this event.